Event description:
This ra lead was implanted on (B)(6) 2008. A call to technical services on 1/4/2011 states that they are seeing noise. Called rep to ask if patient had anything on or near device at time of shock since noise on ra and rv is very regular in time and amplitude and also 'spikey' in appearance. Rep asked patient and they let the rep know that they had actually been using an ems (electro-muscle stimulator) at time this occured. Ts discussed that the emi from this device was what caused the shock. Before using ems again, suggested some sort of interactive testing be done to prevent this from happening again. Rep to discuss this with the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).